Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, mildly tortuous right coronary artery. The patient presented to the emergency room experiencing a myocardial infarction. Angiography revealed instent restenosis of a previously deployed stent. No predilatation was performed prior to the attempt to stent. After advancement of the 3.0x15 mm vision stent delivery system to the lesion, using little force, the stent implant dislodged from the stent delivery system balloon into the anatomy. No attempts were made to retrieve the stent implant. The dislodged stent was compressed against the vessel wall with a 4.0x20 mm trek balloon. A 4.0x23 mm vision stent was able to be deployed successfully at the lesion. The patient is reported to be well post procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). No pre-dilatation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states to pre-dilate the lesion with a ptca catheter. (In saphenous vein bypass graft lesions, predilatation may be performed at the discretion of the operator.) In this case, the lesion was not in a vein graft and the lack of pre-dilating the lesion likely contributed to the stent dislodgement as it was advanced to treat in-stent restenosis.